Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step. There was no adverse impact to customer¿s blood glucose level. Customer was guided by technical support through process of filling and loading a new cartridge, which successfully resolved the issue, allowing insulin delivery to resume.